Event description:
I had the infuse implanted inside of me during back surgery and I suffered serious injury including pain and physical limitations. I also currently have severe lower back pain across right hip down both legs with acute siatic nuropothopy in both feet and hands.